Event description:
A customer reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support attempted troubleshooting steps, including pressing the button and charging the pump, but the display did not turn on. The pump was replaced, and the customer planned to use manual daily injections as backup therapy to ensure uninterrupted insulin delivery.